Event description:
A total knee replacement was performed using the device to guide the cuts. The surgeon reported a perfect position and stability of the guides. Post-operative x-rays showed the tibia is in normoaxial and in considerable varus. A revision surgery was performed on (B)(6), 2012 during which the polyethylene insert was replaced for the widest thickness. After the revision surgery, the pt's knee is reported to be stable.

Manufacturer narrative:
A review of the internal documentation show that the pin guide has been designed according to the technical specs of the psi product line. The cause of this clinical event is found in the use of an mobile bearing tibia implant by the surgeon whereas the intended use of the zimmer pt specific instruments provided in the IFU only includes zimmer fixed bearing tibia implants. Therefore it is concluded that user error lies at the root of the event. Should add'l info become available or an investigation result become available that changes this assessment or if the clinical status of the pt regarding the event would change, an amended medical device report will be filed.